Event description:
New information states the type of infection was (B)(6) post sepsis. The patient condition prior and post procedure was good.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The system was explanted and a new system was implanted successfully. No adjavascript: void(0) additional information was available.